Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify external ram crc error alarm, unexpected restart error alarm or e13/watchdog timeout alarms due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that the insulin pump had a blank screen as well as it was making a loud beeping sound and buttons are not responding. Customer's blood glucose level was 113 mg/dl. The customer also reported that insulin pump had multiple pump error alarm. The customer was performing a self test and the test was passed. Insulin pump will be returned for analysis.